Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per pump user guide instructions for use: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to the heat and moisture. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.